Event description:
Clinical research forwarded an adverse event form for a pt in an extended study. The pt presented with pain and severe redness upon wakening. The lens was removed the previous day after 7 days of continuous wear. Clinical findings included 2mm infiltrate with stromal haze with 2+ anterior chamber reaction. Diagnosis is microbial keratitis. The corneal scraping revealed the presence of pseudomonas areuginosa organism, the subject came in for a followup and the infiltrate is scarring well. The defect is in the temporal periphery of the cornea and hence the vision is unaffected and 6/7.5 snellen acuity with glasses. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.